Event description:
It was reported a low battery warning was observed for the patient's (B)(6) ipg. In addition, a diagnostic test revealed low impedance measurements. It is undetermined whether the low battery warning is indicative of premature battery depletion or battery passivation. The warning was cleared. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.